Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a grade c dissection occurred in the rca. The dissection was caused by a resolute onyx drug eluting stent. Two more resolute onyx stents were implanted- one to treat the dissection and one to treat the target lesion. The investigator assessed the event as probably related to the index device and not related to anti-platelet medication. The patient recovered.